Manufacturer narrative:
The sample was not provided for additional testing, therefore siemens is unable to determine root cause. A siemens application specialist went on site and processed the sample with scantabodies hbt tube and resulted 3.73 and 2.11 index. The significant decrease in index is indicative of a heterophilic interference. The advia centaur (B)(6) instructions for use (IFU) states in the limitations section "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Nine patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The limitations section also states "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The sample was also run with the (B)(6) confirmatory assay and gave a "not confirmed" result on the 1:2500 dilution. The (B)(6) repeat (B)(6) sample that resulted as "not confirmed" was mostly likely due to the (B)(6) confirmatory reagent diluting out the interferent.

Event description:
Customer observed a reproducible (B)(6) result using advia centaur xp (B)(6). The result did not agree with the clinical picture or an alternate method. The result was not confirmed using the advia centaur xp confirmatory test. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) results.